Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported the equipment was fine after it was turned on, but when the procedure started there was a system message displayed. The case was completed with another low pressure pump system and a micro compressor that maintained the eye pressure. There was no pt injury reported.